Manufacturer narrative:
As indicated, the user facility reported that blood leaked out of the shunt sensor and there was less than 2 ml of blood loss. The surgery was completed successfully. Terumo did not receive the actual device for evaluation but conducted an investigation with a retention sample. Terumo concluded that it is highly likely that this device did leak due to either the welding or thermowell application. Terumo has implemented several measures to ensure the proper assembling and integrity requirements of the cdi510h shunt sensor and are confident that this will help alleviate the possibility of recurrence.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, blood leaked out of the shunt sensor. The product was not changed out, there was less than 2ml of blood loss and the surgery was completed successfully.